Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms were unable to be cleared. Additionally, it was reported that the pump was warm to touch after the pump was charged. Customer's blood glucose was 330 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.